Event description:
An international distributor reported their customer's AED battery is low. However, on (B)(6) 2024 during the review of the AED's log files, it was determined that the battery pack had become critically low on (B)(6) 2024 and by (B)(6) 2024 had become completely depleted or ejected from the AED. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.